Event description:
New information received noted that the patient being intubated was related to the untreated ventricular fibrillation. It was not indicated how the patient¿s ventricular fibrillation was terminated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator did not provide shock therapy during a ventricular fibrillation episode due to under-sensing of fibrillation waves. Also, myopotentials were noted. Programming changes were made. The patient was recovering and intubated.